Event description:
It was reported that during interrogation of the device, svt episodes were found due to noise. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.